Manufacturer narrative:
The patient remains ongoing on vad support with no further infection related issues. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Initial report of driveline infection is covered under medwatch MFR #2916596-2015-01576. Approximate age of device ¿ 3 years and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient continues to have a chronic pseudomonas driveline infection. A wound vacuum was surgically placed on (B)(6) 2016. The patient was discharged on (B)(6) 2016. No additional information was provided.